Event description:
Customer reported that the latch (connected to the on/off switch flex assembly) was broken and the lid would not close. There was no report of patient involvement with the issue.

Manufacturer narrative:
(B) (4). Physio-control will be evaluating the device. Physio continues to investigate the reported issue. A replacement device was provided to the customer. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.